Event description:
Reporter alleged the lancet needle in the device used for finger-stick blood glucose testing, did not retract. No actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.